Event description:
It was reported that a bd saf-t-intima¿ IV catheter safety system had leakage. The following was reported, "it's been noticed that the extension tubing was broken during the transfusion. The medicine and blood leaked to the sheet. The patient behaved quite normally during the catheter application."

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8177688. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. Unfortunately without the ability to review the physical sample, the root cause for this complaint could not be determined at the conclusion of our review.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd saf-t-intima¿ IV catheter safety system had leakage. The following was reported, "it's been noticed that the extension tubing was broken during the transfusion. The medicine and blood leaked to the sheet. The patient behaved quite normally during the catheter application".